Event description:
The customer first reported on (B)(6) 2013 that they were having low quality control recovery with ion selective electrode (ise) sodium. The customer was advised to check the o rings and replace if necessary. The customer was also advised to recalibrate after activating twice. The customer then noted controls were coming back up. The customer decided to change the sodium electrode, recalibrate, then repeat controls. The customer also repeated some patient samples. The customer questioned a total of six samples and all six were found to have erroneous sodium results. The initial patient results were reported outside of the laboratory. Although the customer believed the repeat results to be correct, corrected reports were not issued for the initial values. Patient sample one initially resulted as 129 mmol/l and on (B)(6) 2013 the sample was repeated, resulting as 136 mmol/l. Patient sample two initially resulted as 133 mmol/l and on (B)(6) 2013 the sample was repeated, resulting as 141 mmol/l. Patient sample three initially resulted as 133 mmol/l and on (B)(6) 2013 the sample was repeated, resulting as 143 mmol/l. Patient sample four initially resulted as 132 mmol/l and on (B)(6) 2013 the sample was repeated, resulting as 140 mmol/l. Patient sample five initially resulted as 133 mmol/l and on (B)(6) 2013 the sample was repeated, resulting as 140 mmol/l. Patient sample six initially resulted as 132 mmol/l and on (B)(6) 2013 the sample was repeated, resulting as 140 mmol/l. The patients were not adversely affected by the event. The sodium electrode lot number was 21521565 with an expiration date of (B)(6) 2013. The customer declined a service visit. The customer did call back on (B)(6) 2013 stating that controls for sodium had begun to slip down a little bit. The customer agreed to monitor and called back the next day explaining that they continued to have issues with controls. It was determined at this time that the customer was never running electrode service at the beginning of day or conditioning the ise tubing. Labeling instructs the customer to perform electrode service as part of the beginning of day procedures. The customer completed the mentioned maintenance items and confirmed that this resolved the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.